Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer¿s blood glucose level was 28 mg/dl and 43 mg/dl. Customer treated with juice. Customer states the insulin pump had cosmetic damage and reservoir able to lock in place when inserted into insulin pump. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.